Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a broken force sensor error. The customer's current blood glucose level was 183 mg/dl at the time of the incident. During troubleshooting the technician advised the customer the insulin pump had an issue with the motor. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with a critical pump error and not able to download or verify pump error (B)(4) due to corroded electronic assembly. Unit received with unresponsive act button due to corroded keypad traces. The motor assembly was found with traces of corrosion. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error and unresponsive buttons. Unit received with missing display window cover. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.